Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: scs-paddle leads, model: sc-8216-70, serial: (B)(4), batch: 15234466. Sc-1110-02 (sn: (B)(4)), the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-8216-70 (sn: (B)(4)), the returned paddle lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not getting adequate pain relief and was experiencing discomfort from the ipg. It was also reported that the patients ipg was difficult to charge. No device malfunction was suspected. The patient underwent a full spinal cord stimulator (scs) system explant procedure.